Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6); implanted: (B)(6) 2006; explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 09-jan-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the pocket contained fluid when it was opened. Upon examination, a hole was found in the catheter near pump connector leaking. There were no symptoms. The pump was beeping for a replacement. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting was not performed. Action/intervention: new pump catheter connector. Outcome: the issue was resolved. The patient weight and medical history were not available due to legal/confidential reasons. The patient was alive and no injury.